Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform self test and displacement test or verify missing segments and partial display anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had display anomaly. Customer stated that the insulin pump screen was blank but kept beeping. It was reported that the customer insulin pump display was flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.